Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a clenz (cleaner) and blood fluid leak of approximately 10 milliliters from the coulter lh780 hematology analyzer. A puddle of liquid was observed near the bsv (blood sampling valve). The latron control was also out and there were no diff (differential) results. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found loose tubing at the bottom of the flow cell. This tubing routes the sample into the flow cell for diff analysis. The fse replaced the tubing, then cycled the lsoton and qc (quality controls) to verify proper instrument operation. Finally, the fse verified overall instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to the loose tubing at the bottom of the flow cell.